Event description:
It was initially reported that the patient past away due to accidental drowning. No additional information is available at this time. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician does not feel the patient's death was related to vns. No additional information was provided by the physician.